Event description:
It was reported, that the battery gauge was fluctuating. Additionally, it was reported, that the customer experienced a low blood glucose (bg) level of 50 mg/dl range. Cause was unknown. No additional information was provided. And the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.